Event description:
During a whipple procedure, staples did not form at the distal portion, and the staples that did form were not closed all the way. The procedure was completed by hand-suturing and another like device. There was no patient consequence.